Event description:
Caller alleged false negative d-dimer results. Results as follows: pt presented (B)(6) 2011 with bilateral shoulder pain when breathing, shortness of breath, cardiomyopathy and a heart murmur. Pt came back for a follow up on (B)(6) 2011. On (B)(6) 2011- pt was given an echo cardiogram, and the following medications: depomedrol and decadron. Established reference range: 400ng/ml. Other tubes from rainbow draw had no evidence of hemolysis, lipemia, nor were icteric.

Manufacturer narrative:
Product support tested 2 pos controls on d-dimer lot w48148. No low bias, false negatives or discrepant results were observed with either sample. No sample was returned by the customer. Unable to rule out sample specific interference or environmental factor that is known to affect analyte recovery. Customer re-ran elevated sample and received the same result. Second sample from (B)(6) 2011 was re-ran and the same result was obtained. No product deficiency was established. As of (B)(6) 2011 there are 2 complaints on d-dimer lot w48148. Corrective action not required at this time.